Event description:
Info rec'd in 2009 from the pt reporting that her life has never been the same since the sparc sling device was installed. Her abdomen swollen and have a very pregnant look; bloated all the time and have gained weight. Pt has had reoccurring infections. Also, experiencing having a very disgusting vaginal discharge where the doctors couldn't explain, and live with constant pain at a rate level 7 out of 10 on some days in the area of her urethra. The mesh eroded into the vaginal area and was removed in 2007.